Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the pump motor was making grinding noises and the patient had a blood glucose of 350 mg/dl with extreme drowsiness. This complaint is being reported and the patient experienced hyperglycemia.

Manufacturer narrative:
Follow-up #1: date of submission 11/5/2015 device evaluation: the device has been returned and evaluated by product analysis on 10/21/2015 with the following findings: unable to duplicate the complaint. Multiple rewind, load cartridge and prime steps were performed successfully; no ¿grinding¿ sound was duplicated during testing. Pump completed 24hr duration testing with no alarms. The daily insulin delivery totals correctly reflect user's programmed basal rates. Pump passed delivery accuracy test and found to be delivering within required range and delivering accurately. Removed pump cover; no evidence of internal moisture or loose components identified inside pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.